Event description:
Spontaneous call from patient who reports about pump 336490 that had alarmed no disposable and pump stopped. Patient said the pump was saying that there was 11.4ml left in the pump but the cassette looked empty. Patient denies any wetness anywhere and did not feel any different (in case she got too large of a dose) patient had already switched to back-up pump and was infusing. No lot information available for cassette. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No is the actual device available for investigation? Cassette: yes, pump: unknown did we [MFR] replace device? Yes for pump, cassette no, did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.